Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the complaint of the needle not functioning and breakage of the needle at the handle. The evaluation also found the needle kinked and bent, and the stylet wire missing. The probable cause of the damage is excessive stress and force from mishandling.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including verification that the needle distal tip retracts into the sheath. A potential factor in the separation of the handle from the sheath is the reported difficulty inserting the device into the endoscope. The instruction manual also has cautions involving device insertion, such as ¿do not insert the device when the endoscope is angulated or flexed.¿, ¿if the needle deforms, do not try to straighten because it could break. Use a new device if necessary¿, and ¿do not apply bending force to the handle section because it may damage the endoscope or the device. The instruction manual also states, ¿do not force advancement of the device if excessive resistance to insertion is encountered. Doing so could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope or the device.¿

Event description:
Olympus was informed that during an ebus procedure, on the fifth pass of the needle device, the distal tip was in a lymph node and a sample was attempted, but the distal tip could not be withdrawn back into the needle sheath because the handle had separated from the sheath. The endoscope with the needle device inside the endoscope and needle distal tip sticking out was then withdrawn from the patient. There was no report of patient injury. It was reported that before the event there was difficulty inserting the device into the endoscope. The procedure was completed with another needle device from the same lot.